Event description:
It was reported that the device delivered less than expected. After 46 hours, the patient returned and the pump still showed 97ml remaining despite being set to infuse at 3ml per hour. The patient returned again 24 hours later, and the pump was still not empty. The issue occurred during infusion with patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.